Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The patient calibrated after startup, ¿got bad¿ (presumed to mean he felt ill, but no specific symptoms were provided), and emergency responders arrived. The cgm was reading 3.5 mmol/l higher than the emergency medical services (ems) finger stick bg. They calibrated the cgm three times with different measurements, and each time the cgm measurement was at least 3 mmol/l higher. No bg or cgm values were provided. No treatment information was provided. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. It has been reported that there was a difference in cgm readings of 3.5 points higher than the bg meter. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.